Event description:
It was reported that the pump touch screen was cracked and unresponsive. Additionally, it was reported that a malfunction alarm occurred. Customer¿s blood glucose level was in 159 mg/dl range. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.